Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the subject device had missing part of the light guide lens and peeling off 1mm2 on the insertion tube and it was deteriorated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4) and the former similar cases, omsc determined there was the possibility these phenomena were attributed to following causes; [peeling off 1mm2 on the insertion tube] physical stress chemical stress poor storing environment, such as in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays and also the reported phenomenon was thought to be preventable since the instructions for safe use (IFU) provides the following statement; ¿operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ [missing part of the light guide lens] it might have occurred with the following mechanism; the distal end of the subject device might have been burnt due to incorrect handling of the high-frequency endotherapy instruments by the user such as when the user energized the electrode of the high-frequency endotherapy instruments too close to the distal end of the subject device. The top cover of the distal end might have been deformed due to the burning of the distal end. The light guide lens might be fell off due to the deformation of the top cover of the distal end. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the distal end of the subject device has been burnt at the unspecified procedure. The intended procedure was completed with the subject device. During the incoming inspection for the repair at olympus (B)(4), it was confirmed that the distal end of the subject device has been burnt and the light guide lens had missing part. Moreover it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no patient injury associated with this report.